Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that cartridge change errors occurred while loading multiple cartridges. There was no reported impact to the customer's blood glucose level. Insulin injections were used as an alternate insulin therapy.